Event description:
The st. Jude medical rep reported that three days post implant, the device was not sensing properly. It was noted that there were large ventricular signals. The physician opted to replace the ICD.